Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or indicate a "high" reading on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.